Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4).the complaint was confirmed. The cause of the use error was undetermined. This report of use error was received with no alleged device malfunction therefore no further investigation will be performed.

Event description:
A customer contacted baxter's technical service center reporting the caregiver (cg) needed assistance to end therapy during the initial drain on the home choice (hc) as the cg stated that her brother dropped the patient line on the floor before connection the home patient (hp). The cg was requesting assistance to end therapy so she could start over with new supplies. The technical service representative (tsr) advised the cg to call the registered nurse (rn) about the hp being connected to a potentially unsterile line. The tsr assisted the cg as requested and the cg would call the rn. There was patient involvement. No patient injury or medical intervention was reported.